Event description:
It was reported that an ilet bionic pancreas sustained a cracked screen after a drop onto a tile floor, resulting in a partially usable display and inability to access the device menu; a replacement device was provided, and the original device was returned for evaluation. Customer care provided assistance that included device history review and visual/mechanical assessment of the returned unit. Investigation of this case revealed external physical damage consistent with impact to the display assembly and no evidence of device malfunction unrelated to the drop. No user and clinical symptoms reported during the event. Outcomes included temporary interruption of normal pump interface use until replacement. It was concluded that the event was attributable to accidental damage to the screen and not to a manufacturing or design defect.